Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that together with the hcp, they discussed a patient implanted with an ins and quad leads, who was not feeling stimulation on her legs, even at 10.5v. Together, they measured impedances for the patient, and the hcp reported that impedances were all in range using 0.7v to perform the measurement. The hcp also mentioned that the patient recently had an abdomen surgery were electrocautery was used, but it is unknown if guidelines were followed for the procedure. It was also discussed about possible troubleshooting steps. The physician might consider palpating the system and performing an x-ray of the system to identify possible fractures/damage in the system, or a possible lead migration. In addition, it might be considered to perform several impedance measurements when the patient adopts different body positions (e.g., arms outstretched, neck tilted, etc.). This might help determine if other contact points could be involved in a possible integrity issue. Depending on the impedance measurements and possible x-ray results, it might be considered to reprogram the stimulation and avoid the affected contact points in order to hopefully achieve good therapy for the patient. They also discussed that to further troubleshoot they can share the session report and mdt data report for this patient with technical services. It was advised to the hcp to verify under which conditions the surgery was performed.

Manufacturer narrative:
B3: event date is not known. G2: the country of the event is no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that there was low compliance in operating and understanding the treatment anymore by the patient. Some how the patient decided to discontinue the therapy and explanation everything that same day. The explant date was (B)(6) 2025. The physician said the leads were ok and in the right place. So due to the cognitive compliance they stopped the treatment with the spinal cord stimulation (scs). Patient was doing fine without, and device was discarded. Case closed from the doctor side.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.